Event description:
An event regarding a tubing leak was reported. However, additional information was received that the pt had developed peritonitis and was placed on oral antibiotics. The effluent was cultured with no growth. Today, the pt is free from signs or symptoms of infection and has resumed pd treatments without further medical intervention.